Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and the pump alarmed no delivery. The customer¿s blood glucose level was 530 mg/dl at the time of the incident. The patient¿s current blood glucose was 140 mg/dl. The customer reported that they were having issues with the sensor and pump delivering. The customer reported that he had high blood glucose of 530 due to feeling high. The customer treated it with syringe. The customer received an insulin flow blocked alarm during a bolus delivery of 10 units on the same day. The customer was unable to perform high pressure test at this time. The customer reported that the alarm did not occur during fill tubing. The customer reported the event was resolved by changing complete set. The insulin pump will not be returned for analysis.